Event description:
It was reported that t:slim x2 pump battery would not charge, charging connection was not recognized despite use of working outlets, different wall adapters, and different charging cables, and this led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.